Event description:
It was reported that the ilet displayed only white lines on the screen and could not be navigated, and a restart attempted through the mobile app did not resolve the display issue; a replacement device was arranged. Symptoms included no reported clinical effects. Outcomes included no alerts or alarms and continued therapy using backup treatment. Investigation included remote troubleshooting and verification of the shipping address for replacement. Investigation of this case revealed a nonfunctional display consistent with a screen visibility failure of the user interface/display component, with no evidence of physical damage reported by the user. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the display subsystem.

Manufacturer narrative:
Initial.